Event description:
Boston scientific crm received information that during a routine follow-up visit, the cardiac resynchronization therapy defibrillator (crt-d) device had moved from the chest cavity to the arm pit of the patient. Additionally, high threshold measurements were found on the left ventricular (lv) lead. Four days later, the device was subsequently explanted due to a low remaining battery status, and the additional suspicion of infection. A 2 cm wart was found in the armpit. The lv lead was abandoned. No products remain in service. A new system was successfully implanted on the right side and programmed vvi.

Manufacturer narrative:
It was reported that these products will not be returned. If additional information becomes available, this report will be updated.